Manufacturer narrative:
(B)(4). Physio-control provided the third party biomedical engineer with technical assistance. The biomedical engineer requested the part number for a replacement therapy connector assembly, which physio-control provided. The customer's device has not been returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third party biomedical engineer contacted physio-control to report that the customer's device had a damaged therapy connector assembly. The biomedical engineer advised that the therapy connector appeared to have been pulled out of the front of the device and was damaged. The biomedical engineer did not know how or when the damage occurred. There was no other visible damage to the device. There was no patient use associated with the reported event.